Manufacturer narrative:
Article citation: rho, seungsoo, and su-ho lim. ¿combined argon laser peripheral iridoplasty and nd: yag laser shock wave therapy for recurrent xen gel stent obstruction due to iris incarceration: a case report.¿ medicine vol. 100,29 (2021): e26652. Doi:10.1097/md.0000000000026652. Initial reporter name and address: (B)(6). (B)(4). Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The reported events of 10 days after xen®45 gts implantation in left eye, patient experienced a spike in intraocular pressure (iop). Anterior segment optical coherence tomography (as-oct) examination revealed gel stent blockage by iris incarceration. Topical treatment, dorzolamide/timolol combination, and 2% pilocarpine were provided with no success. Surgery to release the iris incarceration was performed via device repositioning into the ac; resulting in a decrease in iop. Two weeks after the repositioning surgery, gonioscopic examination revealed partial occlusion of gel stent by the iris. Alpi (argon laser peripheral iridoplasty) and nd: yag (neodymium-doped yttrium aluminum garnet) laser treatments were performed resolving the gel stent blockages and re-establishing flow. One week later, patient had functioning bleb and a patent gel stent with stable iop. The events were reported in the article: "combined argon laser peripheral iridoplasty and nd: yag laser shock wave therapy for recurrent xen gel stent obstruction due to iris incarceration." Journal of medicine 2021;100:29.